Manufacturer narrative:
The device has been received, however, the device analysis has yet not begun. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment of cerebral aneurysm embolization (10mm located in the ic-pc) procedure, the axium coil was inserted into the target aneurysm, but it failed to detach with the instant detacher. For that reason, the axium was removed from the patient. New device was used to continue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was returned for evaluation without the instant detacher (ID). The axium prime coil was found to be broken on the proximal end with no release wire extending out. The proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. The proximal tip of the pushwire was extending out from the proximal end of the introducer sheath for the length of approximately 1.5cm. The pushwire appeared to be intact distal to the break indicator at the manual detachment location, when viewed within the introducer sheath. In addition, the pushwire was found to be bent near the proximal end within the introducer sheath. The distal end of the pushwire was found to be extending out from the distal end of the introducer sheath. Under the microscope, the coin did not appear to be located against the lumen stop, the shield coil was found to be present and the implant coil was found to be still attached to the pushwire. The implant coil was found to be damaged and stretched with the polypropylene filament intac t. During evaluation, the pushwire was pulled completely out from the distal end of the introducer sheath. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The outer jacket was removed to verify that the coin was not located against the lumen stop. The implant coil was found to be still attached to the pushwire, tweezers were used to successfully pull the implant coil out from the distal end of the introducer sheath. There was an appearance of dried contrast and or blood on the detach element. The detach element was then removed from the implant coil for evaluation. The detachment element was found to be in good shape, and the detachment ball was found to be within specification. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. During review of the retainer ring, there was an appearance of dried blood and / or contrast within its inner diameter. The axium prime pushwire was then placed into a sonic cleaner for cleaning of the material from within the retainer ring inner diameter. Following cleaning, although the surface of the retainer ring did not appear to be flat, the inner diameter of the retainer ring was found to be visually acceptable. The retainer ring inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. Based on the axium prime coil analysis and on the event description, the report of non-detachment was confirmed; however, the cause for the event could not be determined. The user did report releasing the release element. Pulling the actuator interface portion out from the hypotube proximal tip is not a recommended way to detach the implant coil from the pushwire. The pushwire was found to be intact distal to the break indicator. It is possible that the pushwire became damaged during the user¿s attempt to detach the implant coil. In regard to the damage to the implant coil, it is possible that the implant coil became damaged and stretched during shipping back to medtronic for evaluation. The distal portion of the pushwire and implant coil were already pushed outside of the protective introducer sheath. The cause for the damage to the retainer ring could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU):directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.